Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products:: 5076-45 lead, implanted: (B)(6) 2005; 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was returned to the manufacturer after being explanted and replaced due to prophylactic upgrade. The rv lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.